Event description:
It was reported that the customer was hospitalized for dka. Any significant events leading up to the hospitalization was not provided. The md determined that the cause of the event was dka. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the testing. Additionally, the customer was educated on the two hbg rule.